Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) blue fiber optic connection port was broken out on the bottom side. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact details: contact person name:(B)(4). Getinge field service engineer (fse) found cardiosave intra-aortic balloon pump (iabp) blue fiber optic connector is broken. Replaced fiber optic sensor extension cable, and re-ran the extension cable to the fiber board. Part will be returned for complaint analysis. All tests passed to factory specifications. Returned to the customer and released for clinical use. No patient involvement, no injury / harm reported. The following investigation was performed by (B)(4) , technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 2 july 2024.the failure analysis and testing dept. Received fiber optic sensor extension cable with a reported unit failure of the fiber optic connector being broken.the fat performed a visual inspection and found the part to be broken. Confirmed the reported issue but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.